Event description:
A pt alleges burns above the right lip and on the right jaw line from a quantum ipl treatment and hyperpigmentation to the ankles from a lightsheer treatment. The pt also alleges that quantum ipl treatment, to the hyperpigmentation that allegedly resulted from the above lightsheer treatment resulted in darkening, rather than lightening, of the targeted pigment. Per the pt, the hydroquinone (first 4% and later 6%) were used to treat the hyperpigmentation associated with one or both of the above incidents.

Manufacturer narrative:
H3: as of 11/2/06, customer has not responded to multiple lumenis requests for access to the subject devices for eval purposes. Lumenis regulatory has recommended to customer that neither the quantum nor the lightsheer system be used for add'l treatments pending eval by lumenis service. It appears that the enduser business has closed its doors. The customer has been requested to provide the serial number of the subject lightsheer as there is no record that lumenis sold a lightsheer system to this enduser. If a serial number for the ligthsheer system can be identified, a separate service call will be opened for the lightsheer system. Lumenis has reviewed the photographs provided by the pt and based on the photographs, it appears that the hyperpigmentation at this time is very mild and is consistent wih the risk of pigment change that is described in the quantum and lightsheer operator manuals. As the customer has not responded to the lumenis requests for incident details, it is not possible to verify the extent of the injury at the time of the incident. No root cause can be determined at this time. If add'l details are obtained by lumenis, a follow-up MDR will be filed.